Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had cellulitis at the ipg site. Symptoms of swelling and redness at the site were noted. The physician believed that the irritation was not device related. The patient was placed on antibiotics and the cellulitis had cleared.